Event description:
It was reported that a patient using a t:slim x2 control-iq insulin pump, was hospitalized in intensive care after experiencing nausea and vomiting. There was no reported impact to the customer¿s blood glucose level. No further information was able to be obtained regarding this event.

Manufacturer narrative:
Updated b5 and added health code annex e.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 609 mg/dl. The customer was hospitalized in intensive care after experiencing nausea, vomiting and high ketones, which were not deemed dangerous or life threatening. The cause of elevated bg was suspected to be caused by a shellfish allergy. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.